Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(6).

Event description:
It was reported that "unable to adjust pressure settings when in use". The procedure was prolonged between 30 and 60 mins. No negative impact on the state of health for a human is reported.